Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. A visual inspection was conducted on ten retained samples, and no damaged luer adapters were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: cracked product/component. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set, one device was cracked and blood leaked. There was no other health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® push button blood collection set, one device was cracked and blood leaked. There was no other health impact or consequences reported.

Manufacturer narrative:
D.2. Additional medical device types: jka. D.3 common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.